Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called to report no delivery alarms and high blood glucose levels of 18 to 20 mmol/l. The customer called back stating that she was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated she changed the infusion sets several times, but the high blood glucose levels and no delivery alarms continued. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.